Event description:
It was reported that the right ventricular (rv) lead experienced a sudden drop in r waves. The lead has good capture threshold and impedance trends. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Maximum r wave amplitude drops from 14.5 mv the week ending 2013-(B)(6) to 1.88 mv the week ending 2013-(B)(6).